Event description:
The fetal monitor was connected to the wrong data port on the wall. Patient #1 was connected to patient #2's data port. Patient #1's physiological data was captured in patient #2's electronic record. Patient #2's physiological data was not captured at all.======================health professional's impression======================human factor. The patch cables was plugged into the wrong data port on the wall.